Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator could not be interrogated due to a corrupted ID bit. The correct bit was programmed and the device was found to be in backup vvi mode due to battery depletion and checksum error. Checksum error was most likely due to telemetry interruption during the reported failed download. When the pulse generator was connected to an external power supply and the product code downloaded, normal function ensued.

Event description:
It was reported that the pulse generator exhibted backup vvi at 67.5 beats per minute. A software download was attempted without success. The device was replaced.